Event description:
A user facility returned the olympus asset, duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that foreign material was in the distal end, inside the light guide lens had stains and water tightness of forceps elevator was lost. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the reportable findings documented in section b5, the additional evaluation findings are as follows; the air/water cylinder had no color, the suction cylinder had no color, the switch two had a dent, the scope connector cover unit had corrosion due to water leakage, the cover of light guide bundle was damaged, the connecting tube had a scratch, the distal end was shaved, the adhesive around the objective lens had wear, the adhesive around light guide lens had discoloration, and due to annual inspection, parts were replaced. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was the device was not properly reprocessed due to leak at the forceps elevator. Physical stress was applied to the forceps elevator while the user was handling the subject device. The stress opened a gap in the adhesive. The event can be detected/prevented by following the instructions for use which state: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.